Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device is an instrument and not implanted/explanted. (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when the temporary fixation pins are inserted through a plate into bone, they stick to the driver, and it is very difficult to remove the driver causing pulling on the vertebral body. The procedure was delayed by fifteen to thirty minutes. The procedure was completed by using the same or like product. The patient's status/outcome following the procedure was reportedly stable. This is report 1 of 4 for (B)(4).